Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, rotational speed adjustment difficulties were encountered. The 70%-80% stenosed lesion was located in the highly calcified and mildly tortuous right coronary artery (rca). The length of the target lesion was 15-20mm. The rotational speed was set at 130,000 rpm with a desired speed of 160,000 rpm. During the ablation, the rotablator console knob sensitivity was impaired therefore, creating slow response to adjusted turbine pressure for both increasing and decreasing rotational speed. The procedure was successfully completed with this device. No patient injuries or complications were reported. The patient's status was reported as "stable."